Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced cuff erosion into the urethra leading to the procedure, there were no device issues associated with the explanted device. The patient did not experience any additional adverse events and was said to be recovering well after the procedure.